Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 306 compared to the lab's 177 mg/dl. Tests were done within 10 minutes. Control solution test result was 143 (range 109-148). Pt did not experience any adverse events. No further info has been reported.